Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to confirm alarms due to motor error alarms. The insulin pump received with cracked battery tube threads. The insulin pump received with scratched lcd window. The motor was tested outside the device and passed.

Event description:
The customer reported that the piston did not stop and pushed all the insulin out of the reservoir while doing an infusion set change. The caller stated that the insulin pump alarmed and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.